Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. Material of the sheath was found to be missing, 2.285" in length x 0.562" in width. Only the black, fluorinated ethylene propylene (fep) heat shrink material, proximal end of sheath was returned, the grey polytetrafluoroethylene (eptfe) tubing was not returned. It was observed that the black heat shrink was inside out, as the laser marking was on the inner diameter. Additionally, there was no evidence of any grey eptfe tubing attached to the black heat shrink. Per the sheath drawing, the grey tubing should be bonded to the inner diameter along the entire length the black heat shrink. The length of the returned piece was roughly .040" shorter when compared to a new sheath, however, it is possible that a part of the sheath was cut off. Despite the some unusual observations (inside out and no grey tubing bonded to ID), because the sheath was returned incomplete, it is difficult to draw any conclusions from the fragment that was returned. Sheath falling in patient could potentially be due to supplier quality issue or user misuse, evidence is not conclusive due to incomplete sheath returned.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted a black piece inside the patient. After removing the piece, it was identified as a stapler sheath. The staff and the surgeon were confident that the piece was not from this procedure. The procedure was completed with no reported injury. On (B)(6) 2019, intuitive surgical, inc. (Isi) followed up with the clinical sales representative and obtained the following additional information: the patient had not gone through any type of procedures prior to the pulmonary lobectomy procedure. The black stapler sheath fragment will be returned to isi along with two other stapler sheaths that were used during the procedure. The black stapler sheath fragment was retrieved during the same procedure robotically. No post-operative tests were performed. There was no injury to the patient and the patient was recovering at the hospital. It was unknown whether a video recording of the procedure is available. On (B)(6) 2019, isi followed up with the operating room nurse and obtained additional information: the nurse stated the stapler sheath was not from the procedure since the staff accounted for all equipment and accessories that were used during the procedure. The patient had no previous da vinci robotic procedures or any other procedures. The nurse believed that the stapler sheath may have stuck within the cannula during reprocessing and it may have fallen into the patient during the procedure. The nurse was not 100 percent sure how the stapler sheath got inside the patient.